Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the printed circuit board (pcb) to resolve the malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator humidifier was alarming non-stop. The operation failure lamp was illuminated, and the ventilator stopped cycling. The patient was manually ventilated, and was transferred to another ventilator. There was no reported patient injury.